Event description:
It was reported that pump experienced malfunction alarm with code malf 0 with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue happened again, which customer acknowledged and understood.